Manufacturer narrative:
The device has not been requested for evaluation but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation.

Event description:
Dr. Alleges that a clip he applied during a robotic prostatectomy performed months ago has eroded through the anastamosis at the bladder. He stated, if he leaves it alone, he expects the clip to migrate into the bladder in a few weeks and there would not be an issue in his mind. He has instead chosen to go back in and remove the clips transurethrally.